Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 9.0 and 21.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. However, the coil was unintentionally detached by a penumbra investigator during evaluation. The embolization coil was stuck in the introducer sheath and could not be advanced. The pusher assembly was inserted into a demonstration microcatheter and advanced without issue. Conclusions: evaluation of the returned device revealed slight bends in the pusher assembly. The embolization coil was stuck in the introducer sheath and intact with the pusher assembly, and became unintentionally detached by a penumbra investigator during evaluation. The pusher assembly was inserted into a demonstration microcatheter and advanced without issue. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the ruby coil pusher assembly became kinked and made it difficult to advance. Therefore, the physician removed the ruby coil from the patient and the procedure continued using new ruby coils. There was no report of an adverse effect to the patient.